Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged to coughing fits, but not every day. Patient has consulted her gp who tells her that she does not have any problems with her lungs at the moment. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. The device was scrapped.